Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that, 3 days after the dental implant was installed in intraoral region #29, it had to be removed because the low primary stability. The patient presented insufficient bone quality/quantity (bone type iii). Dimension tests were performed and the implant is within the tolerances specified in drawing.